Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted a cracked return tube. Functional testing could not duplicate the reported problem. The cracked return tube was causing air pressure to be low, at 2.99 psi. "Air detector fail pin gauge". The complaint was not confirmed. The most probable cause was user interface in installing test equipment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced o-rings and fan guard for preventative maintenance (pm). Replaced return tube. Re-adjusted the air pressure. Re-tightened the screw at the plunger in the air detector. Replaced the left support plate, due to a stripped screw. Device passed functional testing.

Event description:
It was reported that the device alarms when put together. When you take "the back off", it stops alarming. Top light flashes yellow. Not calibrating to temperature. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.